Event description:
Event description guidant received information that this right ventricular dislodged and was repositioned twice. The first dislodgement was the result of poor lead positioning. The second dislodgement occurred because the patient did not adhere to post surgical instruction on activity restrictions. There were no adverse patient effects.,